Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a power source alert when attempting to charge the pump. The issue was resolved when the customer used an alternate wall adapter and the pump charged successfully. The customer¿s blood glucose level was 82 mg/dl.